Event description:
Adverse event.

Manufacturer narrative:
(B)(4). No investigation could be performed, no conclusion could be drawn, as no device was received. Synthes is unable to determine the manufacture date without a lot number.